Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to fluid loss causing the device failure in inflating. The physician was unable to find the source of the leak. No patient complications were reported

Manufacturer narrative:
Investigation summary: an allegation related to fluid leak and inflation issues were reported. Product analysis confirmed the reported event. Device technical analysis: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leak at corner of fold in the proximal cylinder body that was the result of wear at a fold; hole in the outer tube was present. Both cylinders were not pressure test due to leak was identified. Both cylinders had wear at fold in cylinder body. The kink resistant tubing (krt) of cylinder 1 was worn to filament. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was fatigue and worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test. The deflation test verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. Product analysis confirmed the reported event. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to fluid loss causing the device failure in inflating. The physician was unable to find the source of the leak. No patient complications were reported.